Event description:
Procedure: lower anterior resection. Reportedly, according to the surgeon the proximal staple line was not placed properly when the device was applied to dissect the rectum. After firing the rectum was separated without opening the jaws of the stapler. There was no injury or adverse result to the pt reported.